Event description:
Alleged the brakes are not staying locked.

Manufacturer narrative:
Brake pedal would migrate out of the brake position. The hill-rom field tech adjusted the casters to repair the bed.